Event description:
It was reported that customer observed half-inch air bubbles or gaps in infusion set tubing between t:lock and site during pumping. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting, planned to resolve issue by changing cartridge and infusion set, and tandem technical support agreed to send replacement supplies and close case.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.